Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had ongoing, intermittent high blood glucose (bg) levels (400-502 mg/dl) and insulin injections were administered to address the bg level. The customer thought that the high bg was due to his diet. The customer's current bg was 160-180 mg/dl. As the high bg was not occurring at the time of the report, tandem technical support advised the customer to discuss the events with a healthcare provider.